Event description:
It was reported that a ventilator failure occurred during ventilation. A message ¿switch to the man/spon ventilation mode¿ appeared on the monitor. However, the set fresh gas and air did not flow steadily as set, as with a jet ventilator, and proper manual ventilation was not possible. Therefore, o2 was administered with an auxiliary o2 flowmeter and ventilation was performed with a jackson release. No injury was reported.

Manufacturer narrative:
The investigation was just started. The result will be forwarded in a follow-up report.

Manufacturer narrative:
For the investigation the logfile was analysed, the described behaviour could be confirmed. Root cause was that the value of the measured ambient pressure dropped during automatic ventilation on the date of event. As the atlan uses the ambient pressure for the correct fresh gas volume calculation and o2 concentration calculation, the device alarmed in the consequence for ¿fresh-gas flow inaccurate¿ and ¿o2 concentration implausibly high¿, amongst others, as specified. As reported, controlled ventilation in automatic and manual ventilation was not possible anymore. The ventilator finally alarmed optically and acoustically for ¿ventilator failure¿ with the highest alarm priority. The atlan is equipped with an integrated pressure, volume and gas monitoring (optionally integrated). In the event of an unsteady fresh gas and air flow, alarms are signaled optically and acoustically, depending on the alarm limits adjusted by the user. As stated in the IFU, the backup manual mode is available in this state. Using the backup ventilation, the user can manually ventilate the patient (incl. Agent dosage). The respective o2 sensor and pressure sensor were available for the investigation. As they were found to be within specification, it was not possible to determine the exact root cause. This case is rated as a single event. Risk management was reviewed and was found to be adequate.

Event description:
It was reported that a ventilator failure occurred during ventilation. A message ¿switch to the man/spon ventilation mode¿ appeared on the monitor. However, the set fresh gas and air did not flow steadily as set, as with a jet ventilator, and proper manual ventilation was not possible. Therefore, o2 was administered with an auxiliary o2 flowmeter and ventilation was performed with a jackson release. No injury was reported.